Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found to have a component failure due to electrical/fiber optical defects. As a result of these findings, failure analysis concluded that the axes controller, motor (acm) board are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 was identified to have the error 32100. The procedure was completed with no reported injury.